Event description:
A report was received that the pt's precision system was explanted due to infection. The pt exhibited redness at the pocket site. The pt was given antibiotics, and was reportedly doing well post-operatively.

Manufacturer narrative:
The explanted devices were not returned to bsn, as they were discarded by the medical facility.